Event description:
It was reported that approximately 15 days post implantation the implantable pulse generator (ipg) was still initializing. The stimulation, threshold, impedance and detection was good. The initialization was manually completed, and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Continuation of d11: 5076 implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.